Event description:
It was reported that the user experienced two infusion occlusions shortly after setting up a replacement ilet pump and was able to clear each occlusion and resume insulin delivery; the user also reported a missed meal announcement that contributed to elevated glucose, and the agent provided education on best practices and planned additional training with a healthcare professional. Symptoms included hyperglycemia. Outcomes included temporary interruption of insulin delivery with user-led recovery and need for additional training. Investigation included complaint handling, user interview, and review of device use and consumable lot information for the connector, infusion set, and cartridges. Investigation of this case revealed no confirmed device malfunction and a plausible contributor of missed meal announcement to hyperglycemia, with potential user practice factors not verified. It was concluded that the device functioned as designed after occlusion clearing, with user education indicated and no further clinical intervention required.